Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment at the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a cracked battery compartment at the case seal. Unrelated to the complaint, the keypad cover was found to be torn below the ok keypad button. All keypad buttons were found to be responsive and no contamination was found when the keypad cover was removed. (B)(6).